Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance. The right ventricular lead threshold had also been increasing over time. The lead was capped and replaced (B)(6) 2020. The patient was stable.